Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to get adequate charging efficiency; he could not get more than two charging efficiency boxes. The rep met with the patient on (B)(6) 2016 and tried to get better coupling/a better connection. It seemed that the ins was positioned crooked in the pocket. The physician was planning to revise the pocket within the following few weeks. The issue occurred during normal use. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was alive with no injury as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.